Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4). Concomitant products were used during this study: circumferential mapping catheter, carto mapping system, celsius thermocool ablation catheter. Other company¿s devices were used during this study: oesophageal temperature probe (sensitherm, st. Jude medical), sheath(s) (sl1; st. Jude medical), conventional computerized ep-system (sensis, siemens) evaluation codes: methods codes: no testing methods performed- (B)(4). Results codes: no results available since no evaluation performed-(B)(4). Conclusion codes: device discarded by user, unable to follow-up-(B)(4). (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that one patient underwent circumferential pulmonary vein isolation for persistent atrial fibrillation using irrigated radiofrequency (rf) current ablation. The patient suffered pericardial effusion that was managed conservatively. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "visually guided pulmonary vein isolation in patients with persistent atrial fibrillation." The purpose of this study was to assess the safety and efficacy of a laser balloon (lb)-guided pulmonary vein isolation (pvi) in consecutive all-comers with persistent af. The study was conducted between january 2011 and december 2012. Suspect device is ablation catheter navistar thermocool, however catalog and lot number are unknown. Other serious and non-serious adverse events were reported in this article (serious events are reported to FDA separately): - 1 patient false aneurysm - 1 patient av fistula - 1 patient groin hematoma - 2 patients mild to moderate asymptomatic pulmonary vein stenosis. The awareness date for this complaint is (B)(6) 2015 because the article was reviewed on (B)(6) 2015.